Manufacturer narrative:
The reported issue was duplicated by a stryker field service representative. The lid was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid was opened. Upon evaluation, stryker discovered the magnet was missing from the lid of the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.